Event description:
It was reported via repair work order that the fowler drifts down due to a faulty motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer thought bed was under warranty. It was not so they opted to do evaluation and repair. Customer performing evaluation and repair.